Event description:
Device 1 of 2. Please see mfg report# 1627487-2010-02885 for device 2. On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, it was discovered that the pt's leads had pulled out of the epidural space. The pt was unsure at the time if she wanted the leads to be repositioned or have the system explanted. The pt later decided to have the system explanted on (B)(6) 2010.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.